Event description:
During defibrillation, the connection between the electrode pads to the defibrillator did not work. A second set of electrodes was used to complete the procedure. The pt expired. The user facility stated that the electrodes had no significant impact on the pt's outcome. Ballard has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.